Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation, since the size related complications are most likely caused by improper component selection during implantation.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was too long. The aus was explanted, replaced and the cuff was downsized. There is no additional information reported.